Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump had moisture damage on all electronic assemblies. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer went into the pool and the insulin pump was submerged in water for 30 minutes. It was stated that then the insulin pump alarmed button error. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.